Event description:
Procedure type: hernia. According to the reporter: when using suture, it detached from needle and the thread looked frayed. Technician said it acted like a pop off. Used another of same suture. Operating room time was delayed, the last unit of that code in the hospital and they had to sent to another facility for some stock to finish the case. It was not reported if it fell into the cavity. There was no bleeding reported in excess of 250cc. There was no tissue damage or unanticipated tissue loss.

Manufacturer narrative:
(B)(4).